Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Max diameter 3.5 mm and neck diameter 4 mm. The patient's blood flow and vessel tortuosity was normal. The patient had anterior communicating artery aneurysm and was planned to undergo aneurysm embolization. After selecting the appropriate angle, the echelon-10 catheter was placed into the aneurysm cavity, and then the navien catheter was passed through. With the cooperation of the micro-guidewire, the embolization catheter was used to deliver and fill the spring coils qc-6-20-3d and qc-5-15-3d, and then qc-3-6-3d. During the delivery process, it was found that the spring coil could not be detached during the operation, so the spring coil was replaced and the operation continued. During the filling of qc-2-6-3d, it was found that the spring coil could not be pushed out of the microcatheter, so a product of the same specification was replaced and deployed. Cerebral angiography showed that the parent artery was unobstructed, and the microcatheter and micro guidewire were withdrawn. Anteroposterior and lateral angiography were performed, which showed that the branches of the internal carotid artery were well visualized. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (lot: unknown); product type: ; implant date n/a; explant date n/a product ID qc-3-6-3d (227286474); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. A second axium prime device was also returned and will be addressed in pli-20 as it is for a different failure. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath and axium prime pusher. The axium prime implant coil was found damaged and stretched within the introducer sheath with the polypropylene filament unbroken (figures k <(><<)>(> <(>&<)><(><<)>)> l). Testing/analysis: the axium prime coil could not be advanced out of the introducer sheath as it was found stuck. The axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The returned axium prime coil was found damaged/stretched. The customer did not report any damages found during inspection/preparation per IFU, therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the root cause could not be determined. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.